Event description:
Additional information was received that the reported the tissue sample was able to be collected and sent to pathology.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myomectomy the nurse was checking the fluent system and a loud pop was heard and "the tissue trap exploded and debris went on the floor". Attempts to obtain additional information have been unsuccessful.